Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an generator upgrade operation. During procedure, the atrial lead exhibited noise and low pacing impedance. The physician decided to keep the lead implanted. The patient was in stable condition.